Event description:
A customer reported via phone call indicating that their insulin pump alarmed button error. The patient's blood glucose level was in the low 200 mg/dl. The customer stated that the basal was not programed in the insulin pump. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
The insulin pump passed the functional testing. However, a reset error alarm occurred after a battery change due to a faulty component of the interface circuit board. The insulin pump was received with a cracked case at the display window corner, cracked battery tube threads, and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.